Event description:
Patient called lfs in 2003 alleging their meter was reading inaccurately low. Medical affairs spoke to the patient 2 days later and obtained the following information: patient stated that for approximately one week they were obtaining low results but was experiencing high symptoms. 3 days before, pt was testing throughout the day and was obtaining results of 41, 44, and 60 mg/dl. They reported no symptoms at the time of these tests. In the evening they went to bed and woke up around 11:00 pm. They had symptoms of weakness, feeling flushed, and then feeling very cold. They tested their blood sugar and the result was 40 mg/dl. They thought they were low so they began to eat and drink. They were not feeling any better so they drove themselves to the hosptial, and they ran a lab test. The result was 475 mg/dl. The tests were about one hour apart. Pt was treated for high blood sugar and the doctor told pt that they were probably hypergylcemic all day. During torubleshooting it was discovered that the stirps were being stored outside of the vial and the meter was being cleaned incorrectly. The case is being reported as an adverse event due to use error leading to a serious injury.